Event description:
Per the clinic, the patient experienced skin overgrowth and infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.